Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen had a pink contrast. When replaced with a test screen, the display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(60 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient stated that display screen is dim and has difficulty reading it in areas that she could previously read it before. Patient stated that there is no improvement with battery changes and lens film removal, slight improvement when contrast was reset to 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.